Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined.

Event description:
It was further reported that the patient expired after the procedure. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there was not enough information to associate use of the device with the outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured vt (ventricular tachycardia) with a "possible" relationship to the impella device used: ¿patient tolerated the procedure well initially although got more hypotensive towards the end. Had to restart vasopressors. Patient went onto a wide complex rhythm afterwards which appeared to be a rate-related bundle however heart rate was all the way up to 220 beats per minute and could not differentiate it from ventricular tachycardia. Patient was shocked with 150 joules and after that patient was maintaining a heart rate of close to 90s with a rate related bundle. At this time patient was transferred back to the ICU¿. The patient recovered with sequelae.